Manufacturer narrative:
(B)(4). Lot # and expiration date unknown, manufacture date unknown. No samples were returned for evaluation. A batch review was not possible in this instance, as the lot number was not provided; therefore, the reported issue could not be confirmed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
Baxter (B)(4) received med watch report mw5060082 in regards to pin hole leaks along side and bottom seams of eva tpn bags. The leak was discovered prior to patient adminstration. There was no patient involvement or adverse event reported. No additional information was provided. Report 2 of 4.